Manufacturer narrative:
This device is not sold in the u.s., but a similar device is. Upon inspection and testing, it was observed that the adhesive of the light guide lens is peeled creating a gap. Other observations for the device: angle wire stretched and damaged at the bend; clamp floatation wire (k wire) damaged due to mechanical/chemical stress applied over a long period of repetitive use; cracked objective lens due to impact caused by bumping; distal end rubber coating (a-rubber) adhesive cracked; cracking of resin due to chemical stress applied during reprocessing; and corrosion caused by chemical stress. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for an issue of disconnected forceps elevator occurring during maintenance. There is no patient involvement. Upon evaluation of the returned device, it was observed that the adhesive of the light guide lens is peeled creating a gap. This medwatch is being submitted for the reportable issue of the gap in the light guide lens adhesive as observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed gap in the tip adhesive could not be determined, however, it was likely the result of physical stress/user handling caused by hitting the tip of the scope, dropping the tip, etc., and chemical stress (cleaning, reprocessing) caused the tip adhesive to peel off. Also, it is probable that the adhesive around the light guide lens came off, causing moisture to enter and corrode the lens. The event can be detected by following the instructions for use section below: instruction manual evis lucera jf/tjf type 260v operation manual chapter 3 ¿preparation and inspection¿. Olympus will continue to monitor field performance for this device.